Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the ventricular rate sense channel. This noise was sensed by the device, and resulted in pacing inhibition. No symptoms were reported. The health care professional discussed that the morphology of this noise is consistent with electro magnetic interference.